Manufacturer narrative:
Unknown if product is available.

Event description:
On (B)(6) 2022, a patient¿s (pt¿s) family member reported the pt experienced discomfort in both eyes (ou) after the first day of wearing acuvue® oasys brand contact lenses (cls) during the first week of (B)(6) 2022. The family member stated the pt is an acuvue2 brand cl user. The pt purchased acuvue® oasys lenses as acuvue2 lenses were not available. The pt visited an eye care professional (ecp) and was told the lenses ¿hurt her eyes¿ and was prescribed an unknown antibiotic to use hourly for 4 days. The family member reported the pt¿s eyes are fine at present and the pt has been using eyeglasses since the event occurred. The pt replaces lenses monthly, does not sleep in lenses, and uses a multipurpose solution. On (B)(6) 2022, a call was placed to the ecp, and additional information was received. The ecp reported that the pt was seen in (B)(6) 2022 and was diagnosed with a corneal abscess in unknown eye. The pt was initially treated with monofloxacin hourly, then an unknown antibiotic with a frequency that was decreased over the course of a month. Lubricating drops were also prescribed. The pt was last seen in (B)(6) 2022 for follow-up. No additional information was provided. Multiple attempts were made to obtain additional information and confirm the acuvue brand worn at the time of the event from the pt¿s family member with no success. No additional medical information has been received. No additional medical information is expected. It is unknown what brand of acuvue cl was worn at the time of the event. The lot number and availability of the suspect product is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.